Event description:
Customer reports arterial line failure in the ICU. Three kits had to be opened to place one catheter. All three catheters were kinked. The physician could not pass the wire through the catheter. He struggled and was able to get the wire pass in the third (last) attempt. There was no patient injury. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one s-l arterial catheter for evaluation. Signs of use in the form of biological material were present on the catheter body. Initial visual inspection of the catheter revealed a portion of the catheter body was flattened. The flattened portion of the catheter measured 36-49 mm from the juncture hub. The total length of the catheter measured 6.0" which is within specifications of 5.8125"-6.1875" per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread tip of catheter over spring wire guide (swg)." A lab inventory 0.025" diameter (measured to be 0.02440") swg was attempted to be inserted into the returned catheter. The swg met resistance at the flattened portion of the catheter and was not able to pass through. Packaging engineers were contacted to identify a potential root cause of the flattened portion of catheter. Based on their feedback the catheter was likely damaged prior to being placed in the kit since the catheter would have been protected in its individual cavity during packaging and shipping. Additionally, if the catheter was damaged during shipping, severe damage would also have been noted to the tray. Damage to the tray was not mentioned by the customer. A device history record review was performed, and no relevant findings were found. The IFU provided with this kit warns the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide." The complaint of a catheter bent was confirmed by complaint investigation of the returned sample. Based on the customer description, the sample returned, and feedback from packaging, this issue is likely related to manufacturing. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports arterial line failure in the ICU. Three kits had to be opened to place one catheter. All three catheters were kinked. The physician could not pass the wire through the catheter. He struggled and was able to get the wire pass in the third (last) attempt. There was no patient injury. The patient's condition is reported as fine.